Manufacturer narrative:
Investigation into this event found that a negative vitros (B)(6) result was obtained from a single (B)(6) reactive sample when tested on two different vitros eci analyzers. The sample was one of 6 samples from a commercially available (B)(6) qualification panel. Using a different lot of vitros (B)(6) 1+2 reagent, expected (B)(6) reactive results were obtained from the sample. The vitros eci analyzers were performing as expected. The root cause of this event unknown.

Event description:
A customer observed false negative vitros (B)(6)1 + 2 results for a sample when tested on two vitros eci analyzers. The sample was one of 6 samples from a commercially available (B)(6) qualification panel, and was expected to be (B)(6) reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. No patient samples were affected, and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4). Note: the 3500a form for MFR report 9680658-2010-00006 is identical as two devices were involved in this event.